Event description:
Distractor was implanted to perform a posterior cranial vault distraction. On (B)(6) 2012, the device was explanted because it was no longer able to distract and was replaced with a larger distractor. The doctor suspects that this was due to inadequate distractor size selection for the pt.

Manufacturer narrative:
The device will be sent to the manufacturer for evaluation upon return.